Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving effective stimulation. The pt reports that she is unable to recharge her ipg and she has not recharged in several months. A replacement charging system was sent to the pt however, it was unable to communicate with the ipg. The pt reports that she had lost 22 pounds but has gained most of the weight back. The pt reports the ipg is superficial. Follow up on this matter revealed adding space between the ipg and charger did not resolve the issue. In addition, the programmer was also unable to communicate with the ipg and a communication error was observed. It was determined that the issue was with the ipg. The next course of action has not been disclosed to the manufacturing.